Manufacturer narrative:
Additional information: b5, g2, g3. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Reportedly, there was no adverse patient impact or intervention required in the left eye (os). The report also noted "a normal stent procedure" and "there was nothing particularly notable" about the patient's condition.

Manufacturer narrative:
Additional information: type of investigation 5: b15. The device has been returned to glaukos for evaluation, and the investigation is ongoing. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. A review of the surgical video was performed, and the customer¿s reported issue was observed. Per the video, it appears that the surgeon was able to successfully remove the trocar in its entirety (with the two stents) using forceps. Based on the investigation and the available information, the root cause of the reported issue could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that during an attempt to implant the first stent from a trabecular microbypass stent system, the trocar "was coming out" of the injector when the delivery button was pressed. Per report, a back-up device was used to complete the procedure with two (2) stents implanted in the patient's eye and no report of injury or postoperative complications. Additional information has been requested.

Manufacturer narrative:
Additional information: g2, g3, h3. The device was returned nested in the unsealed thermoform packaging tray. The device evaluation was completed, and the retention finger was observed to be deformed and was not functioning properly. The customer¿s reported issue was confirmed; however, based on these findings, the root cause of the deformed retention finger was not conclusively identified. MFR# reference: (B)(4).